Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the lighting module on the ophthalmic console would not turn off, and the light intensity could not be adjusted during vitrectomy surgery. The surgery was completed successfully. There was no patient harm.